Event description:
It was reported that the right ventricular (rv) lead dislodged while positioning which resulted in the lead perforating the rv. The rv lead was repositioned and it was found that the patient had tamponade. This pericardial effusion required that a cardiac window was necessary in order to drain the blood and repair the hole. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).